Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a in.pact pacific pta balloon catheter to treat a moderately calcified lesion in the mid sfa. The was no tortuosity in the vessel. No abnormalities were reported in relation to the patients anatomy. There was no issues noted to the packaging or during removal of the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. No resistance was encountered when advancing the device and no excessive force was used. During the procedure the balloon twisted. Another balloon was used to complete the procedure. There was no patient injury. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information: the length of the lesion was reported as 10 cm, and the artery diameter as 5.5 mm. During the procedure a 5 fr sheath was used with a non-medtronic guidewire. The balloon twisted during inflation. An in.pact pacific 6/120 balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.